Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2017, due to low impedance and oversensing. No patient information available.